Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, cancer, pneumonia, headache. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, cancer, pneumonia, headache. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust-like contamination on the ui panel, adhesive residue on the top enclosure, dust-like contamination on the iso port, unknown biological material on the top enclosure, unknown biological material on the bottom enclosure, dust-like contamination at the air inlet of the blower box, dust-like contamination on the blower box, dust-like contamination on the blower, mineral-like deposits on the bottom of the blower, mineral-like deposits on the bottom of the blower box, black contamination, consistent with keratin, at the air outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.